Manufacturer narrative:
A4. Patient information not provided by customer. D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a 59-year-old man with dilated cardiomyopathy had been receiving medical therapy. They were hospitalized due to acute exacerbation of heart failure triggered by covid-19 infection. Despite dobutamine administration, end-organ dysfunction progressed, and impella 5.5 was inserted via the right subclavian artery. On hospital day 17, the patient developed a brainstem infarction with severe dysphagia. At that time, the 4t¿s score was 6, and anti-heparin-induced thrombocytopenia (hit) antibody was weakly positive at 2.4 u/ml. However, antibody levels gradually decreased thereafter, and functional testing using the microparticle (PMA) assay was negative; thus, thrombosis was attributed to impella use rather than hit. Due to persistent dysphagia, a bridge-to-candidacy strategy was adopted, and heartmate 3 left ventricular assist device(lvad) implantation was performed on hospital day 43. On hospital day 49, the patient developed acute myocardial infarction caused by thrombus formation on the left coronary cusp of the aortic valve, requiring emergency thrombectomy via sternotomy and temporary right ventricular assist device support. At that time, anti-hit antibody was negative at 0.6 u/ml. On hospital day 65, an iliopsoas hematoma developed, necessitating transcatheter lumbar artery embolization. Recurrent thromboembolic and bleeding events, including transient ischemic attacks (tias), occurred on hospital days 69 and 76. On hospital day 75, the platelet count decreased to 69,000/l, and anti-hit antibody increased to >5.0 u/ml. However, by day 82, antibody levels decreased again to 1.4 u/ml, and functional testing remained negative. Although functional assays were consistently negative, considering the repeated thrombotic and bleeding events and a persistent 4t¿s score of 6, the patient was ultimately diagnosed with hit. Anticoagulation was switched to argatroban, and careful warfarin adjustment stabilized the condition, with no further thrombotic or major bleeding events. Dysphagia improved with rehabilitation, and the patient was registered for heart transplantation on hospital day 106.